Event description:
It was reported that the cap on the catheter connector of a minicap transfer set was loose. The issue was noticed before patient use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was completed to investigate the reported event. During visual inspection of the device, it was noted that a vented pull camp was loose in the sealed pouch. Functional tests were performed including leak, clear passage, and clamp function testing with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon completion of the investigation, the reported problem of loose connection was verified via visual inspection; however, a cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.